Event description:
It was reported by the rep that during a laparoscopic sigmoid colon resection procedure, the device was engaged and when detaching the device the superior end fell inside the patient, the anvil fell off and the case was converted to open. The anvil was located in the pelvic region and removed. A second device was used and malfunctioned, the same thing happened. The anvil fell off inside the patient. It is unknown where and if the anvil was removed from the patient. A competitive device was used to complete the procedure. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Device b: batch# k5ak5v, expiration date: 3/29/2018, manufacturing date: 4/29/2013. Two devices were returned for analysis. Device (a) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.